Manufacturer narrative:
The mi occurred the same day as the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx rx coronary des was implanted in the 1st obtuse marginal artery. Cec adjudicated a non -q- wave mi (target vessel), 3rd udmi peri-pci in the 1st ob marg.